Event description:
Litigation alleges pain, discomfort and injury.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 10/08/2014- litigation papers received. Litigation alleges pain and elevated metal ion levels. Stem and sleeve are being added to the complaint. There is no new additional information that would affect the investigation. The complaint was updated on: 11/06/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Event description:
Litigation alleges pain, discomfort and injury. Update rec'd 10/08/2014- litigation papers received. Litigation alleges pain and elevated metal ion levels. Stem and sleeve are being added to the complaint. There is no new additional information that would affect the investigation. The complaint was updated on: 11/06/2014. Update rec'd 10/31/2014- medical records received. Dor provided. Upon revision, gray cloudy fluid, synovitis, and no bony ingrowth on the cup were noted. The information received does not change the MDR decision. The complaint was updated on: 11/25/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed. (B)(4).

Event description:
Update rec 11/04/2014 - plaintiff preliminary disclosure form was received, which identified part/lot information from patient sticker sheet. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: 12/04/2014.